Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the intuitrak bifurcated stent graft was confirmed. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak (lumbar) (non-device related failure) occurred that was not included in the event as reported. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be stable post-secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b1: adverse event or product problem - updated. B2: outcomes attributed to adverse event - updated (removed hospitalization). B5: describe event or problem ¿ updated. G1,2: contact office- name updated. H6: device code - 3190 removed. H6: result code ¿ 3221 removed. H6: conclusion code ¿ 11 removed.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and powerfit aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, the patient presented with a type 3 endoleak of indeterminate origin. An intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. The patient was reported as stable post intervention. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak (lumbar) (non-device related failure) occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and powerfit aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, the patient presented with a type 3 endoleak of indeterminate origin. An intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. The patient was reported as stable post intervention.